Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals cracked while loading the seals into the delivery tube. The reporter did not provide any additional info. No pt complications were reported by the hospital.